Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was verified and attributed to the front panel assembly. The front panel assembly was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.